Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be unproperly connected ffc pressure sensor board <-> control board in consequence correction to disconnected fcc press. Sensor board from main board and reconnected again. Now the system detects the pressure sensor board and runs properly. There was no patient or user harm.

Event description:
System started up with "technical state error". Pressure sensor board was missed at technical state. This problem were the same at (B)(6) 2021 and we replaced (B)(6) fcc to pressure sensor board for the same reason. I want to have confidence the problem will not succeed again in future, system run for one or two weeks at hospital and came back again to service.